Event description:
Customer reported back to back blood testing a professional meter while using the active system with results of lo (less than 10mg/dl) on customer's meter and 137 mg/dl on a professional meter. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.